Manufacturer narrative:
Corrected fields: b1, b2, b5, h1 h6 coding has been updated to reflect investigation conclusion.

Event description:
During a scheduled revision, the operating surgeon reported that the locking wings had fractured off an aviator plate at c5, c6, and c7 and that "titanium debris" was seen around the plate.

Manufacturer narrative:
H3 other text : hospital discarded device.

Event description:
It was reported that a patient underwent revision surgery to remove an aviator plate. The operating surgeon reported that the locking wings had fractured off the plate at c5, c6, and c7 and that "titanium debris" was seen around the plate.